Event description:
Physician reported a right side rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, a right side rupture. Diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, brown particles in the shell and broken shell. A visual and microscopic analysis was performed which identified, sharp broken on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: sharp pattern of broken on posterior assessed, as an unidentified (tear) opening.